Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. The system is operating as intended.

Event description:
The customer reported that the system would alarm when it was plugged in. No pt injury was reported.